Event description:
A surgeon reports a problem with the haptic was identified following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt is doing well following surgery.